Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during training by facility staff, the device's display blanked out. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The complainant was contacted for return of the product. The product has not been returned for evaluation.

Manufacturer narrative:
The device was not returned to zoll medical corporation; the device's digital board was removed and returned. The digital board was extensively tested, but root cause could not be firmly established. The customer confirmed that replacing the digital board resolved the problem. The digital board was scrapped. Analysis for reports of this type has not identified an increase in trend.